Event description:
The customer reported being hospitalized three weeks ago due to falling. The customer stated being admitted twice, once for her low glucose, and the other instance for high glucose. The customer stated that the doctor wants her to program the temporary basal and use the bolus wizard. Assisted the customer with programming the basal. While assisting the caller she seemed confused and asked her to measure her glucose, which it was 217mg/dl, and she has treated with a bolus. The customer stated that her falls may have been due to a neurological disorder that the doctor will test in the next days. While troubleshooting found that the customer had the temporary basal running, and she was unsure if she did or the doctor did. Advised to call back to provide more details on both hospitalizations since she stated being very tired. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.